Event description:
It was initially reported that the pt had high impedance (impedance >100000 ohms on systems diagnostics). Programming history was received that confirmed the high impedance. There were no x-rays taken or planned. The pt has a history of falls during seizures but it is unk if there was any specific trauma to that would have led to the high impedance. The pt's seizures are currently well controlled and it is unk if the pt will have replacement surgery.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.